Event description:
The customer reported that the system inter-mixed patient image data. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The solid state hard disk drive and gib pcb assembly were evaluated and replaced. The 3 vdc coin battery on the cpu was also replaced and the system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.